Manufacturer narrative:
Initial reporter was not available on the date of filing. No components/device have been returned to the manufacturer on the date of filing. Manufacture date was not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when downloading images from a cd the images were inverted. The site stated a header error also occurred on the 9th exam. The site changed scanner mask settings without resolution, the images still showed inverted and the header message still occurred. There was no patient present.

Manufacturer narrative:
Device manufacture date field has been updated with the correct information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation was initiated, however since the behavior could not be replicated the cause of the event could not be determined. If information is provided in the future, a supplemental report will be issued.